Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-18352. It was reported that the patient experienced ineffective stimulation. Imaging revealed that the leads of the occipital neurostimulation system had migrated. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the leads were repositioned back into place. Post-operatively, stimulation therapy was restored.